Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery (sfa). There was a lot of thrombus in the sfa but no calcification. A non-abbott wire was used to pass the thrombus and go down to the popliteal. After atherectomy was performed the thrombus looked better; however, a stent was placed in the mid sfa to cover the residual thrombus. After pre-dilatation was a 7 mm balloon catheter, the 6 x 80 mm supera stent was deployed. Everything looked good; however, when on angiography there was still some thrombus in the distal part of the sfa for which a 6 x 40 mm supera stent was chosen. After pre-dilatation with a 7 mm balloon, an attempt was made to deploy the supera stent. There was nothing unusual about the deployment of the first 30 mm. After the third thumb advancement, the deployment lock was unlocked to release the stent; however, nothing happened. Thumb advancement was continued several times but the stent was unable to deploy. The decision was made to pull the stent back through the already implanted supera stent and through the 8f sheath which was done without issue. Outside of the patient, the supera stent was able to be released without any issue. Angiography confirmed there was no damage to the deployed 6 x 80 supera stent implant. During retraction of the 6 x 40 mm supera stent delivery system, the thrombus was also removed attached to the stent. Nevertheless, another 6 x 40 supera stent was used to cover the residual thrombus and the outcome was good. The final outcome of the patient is good. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported partial deployment was unable to be confirmed. The difficulty deploying was not confirmed as the stent had already been deployed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a definitive cause for the reported deployment difficulty could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).